Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079483. Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079611.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to high impedance on two contacts. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.